Event description:
It was reported that the patient assistant was "broken." The patient had an episode of atrial fibrillation detected by the implantable monitor and when the patient checked the implantable monitor with the patient assistant, there was no telephone light so no remote monitoring transmission was done. When the patient had a cardiologist visit, it was found that the atrial fibrillation episode had been detected. It was noted that the patient is part of the (B)(4) study. The patient assistant was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant products: 9529 implantable cardiac monitor (B)(6) 2011. (B)(4).